Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that ¿the last 2 days,¿ they have been seeing service code 156 (application restarting due to system error). The patient stated they had their pump time updated due to daylight savings done on monday and was concerned that was connected due to seeing the code yesterday and this morning. The patient later stated this is the 4th time they've seen the service code 156 due to seeing pictures in their personal phone. Per the patient, the pictures are not dated, but they think they've seen it started ¿a few months ago,¿ then stated, ¿a couple months ago,¿ and mentioned they told their hcp (healthcare provider) about it. The agent reviewed the meaning of code and reviewed how to close myptm app. The patient mentioned they leave the myptm app open because it's easier. The patient stated, ¿it gets to 90% and sits there for a couple minutes¿ before finishing the connection. The patient mentioned they bolus ¿every couple hours¿ up to 8 times per day. The patient mentioned seeing ¿check background power use¿ but did not provide a response when the agent inquired if the patient was in handset settings. Considerations were reviewed and the patient agreed to monitor and call back for assistance as needed. On (B)(6) 2024, the patient called back stating they're still getting service code 156 daily despite closing app after use. The patient stated it's frustrating to have to restart it when trying to bo lus in the middle of the night. The patient re-reported having their pump time updated due to daylight savings and this service code starting right after that and it appears the 156 comes up after midnight when their boluses per day reset. An email was sent to the repair department for a replacement device as well as a new compatible wallet. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Product ID: m977041a001, serial#: unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.